Event description:
It was reported that 4 pts suffered deep vein thrombosis after arthroscopy surgery using a smart pump and cuffs on the thigh. The pts were re-admitted and administered anti-coagulants. Two of the 4 pts reportedly had risk factors that could have contributed to the dvt.

Manufacturer narrative:
Device was not returned to the manufacturer. If the device is returned to the manufacturer, a follow up report will be filed.